Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 512 mg/dl and trace ketones. Reportedly, the cause for the elevated bg level was due to a continuous glucose monitor session not being active on the pump, and the customer consuming a meal. Due to a continuous glucose monitor session not being active on the pump, insulin delivery was not adjusted to cover the meal consumed by the customer. A manual insulin injection was administered to address bg level. The customer declined further troubleshooting with tandem technical support.